Manufacturer narrative:
This report is for an unknown unk - nails: femoral/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The nail was removed due to an unknown reason. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient will undergo removal of an unknown lateral femoral nail. Possible date of surgery will be on (B)(6) 2019. Reason for removal and patient status is unknown. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).